Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B) (6) 2010, pt reported he was facing an elevated reading. Pt stated reading was taken 2 hours ago and was 550 mg/dl. Pt reported he will take insulin to bring the reading down; did not divulge how much insulin he would take as a correction. Pt stated he would contact his doctor to let him know of the elevated reading. On follow up call to the pt on (B) (6) 2010, he reported his last blood glucose reading was 124 mg/dl which is within his normal range. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.